Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
It was reported that their insulin pump had a pump error 53. The customer¿s blood glucose was unknown. Customer assisted with self test and self test failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Software error detected found in the pump history due to software error.